Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty-eight (68) 1000ml intravia containers had particulate matter inside the bags. This was observed during inspection, after filling. Particulate matter was not observed when the bags were empty. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, two (2) photographs of a sample were provided for evaluation. Visual inspection of the photographs showed a filled bag; however, no transparent particles were observed inside the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.